Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The introducer sheath was returned for evaluation; however, the filter was not returned and images were not provided. The distal tip was noted to be slightly flared likely caused during the procedure. A small longitudinal tear measuring approximately 0.4 cm was found approximately 1.5 cm from the distal tip. The tear of the introducer catheter likely occurred during deployment as the user reported a "blistering or bubbling" on the catheter. The introducer hub was sliced open longitudinally. No gaps or other anomalies were identified within the hub. The complaint investigation is inconclusive for deployment issues. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during a vena cava filter deployment, upon deployment the filter became stuck inside the sheath with the apex of the filter deployed; however, a recovery cone was able to capture and retrieve the filter successfully through the jugular vein. Another vena cava filter was prepped and deployed successfully. There is no reported patient injury.